Manufacturer narrative:
The referenced phenomenon could not be confirmed since the subject device was not returned for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc surmised that this migration is related to the constitution and symptoms of the patient. The instruction manual of the device has already warned as follows; warnings: after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittence of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding.

Event description:
On (B)(6) 2017, the stent was placed in the bile duct. On (B)(6) 2017, an endoscopic retrograde cholangiopancreatography was performed for treatment for calculus. During a procedure retrieving the stent, the doctor found that the proximal side of the stent was not invisible at the papilla and the stent migrated into the bile duct. The doctor retrieved the stent with a basket wire, forceps, and a snare. The intended procedure was aborted and ended in placing a pigtail stent because it took a lot of time. The patient has not suffered any adverse conditions except this event.